Manufacturer narrative:
Correction to manufacturing site - medwatch sections d3 and g1b -shirakawa (3002808148)

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had poor quality video and the video image was interrupted. There were no reports of patient harm.

Manufacturer narrative:
Correction to e1 (telephone number) of the initial report. See e1 for further details. Update to b5 of the initial report. See b5 for further details. This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus and the allegation reported in b5 was confirmed. Based on the results of the investigation, corrosion was observed in the video connector contacts. It is likely that phenomenon ¿image is interrupted¿ occurred because electrical communication could not be performed properly due to contact failure caused by corrosion on the video connector contacts. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The reported issue occurred during preparation for use for a stent replacement procedure. The procedure was completed with a similar device with no procedural delay.